Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The patient's blood glucose level was unknown at the time of the call. The customer stated that the four reservoirs they were trying to use were occluded. The customer was assisted with the issue and was informed that the reservoir needed to be replaced. A new reservoir was shipped to the customer.